Manufacturer narrative:
On (B)(6) 2019 immucor technical support used a remote electronic connection method to assess files on neo iris instrument serial number (B)(4); review of plate (B)(4) read at 0242 showed that sample (B)(6) had a negative reaction in all 3 screening cells and review of plate (B)(4) read at 0416 shows that sample (B)(6) had a positive reaction in screening cell 3. The roi's were not misaligned on both plates and the event log for both plates show no errors. On (B)(6) 2019 an immucor field service engineer (fse) inspected neo iris instrument serial number (B)(4) at the customer site. The fse performed the iris unexpected reactions checklist; no problems were observed and all values were within specifications. The fse ran 4 patient samples for 3 cell, including the false negative sample in question ((B)(6)); sample (B)(6) resulted equivocal with slight red cell adherence in cell 3. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported receiving an unexpected negative antibody screen using capture-r ready-screen 3 on the neo iris instrument.